Event description:
Single lumen uvc line dressing was being removed to prepare for new uvc placement due to old line being occluded and not drawing back, despite correct location per xray. As old dressing (steristrips) was being removed, nurse noticed two separate catheters in her hand. The 5f catheter had been was found broken and separated into two pieces, one part remaining in patient. Line was clamped and removed with catheter still intact.